Manufacturer narrative:
Examination of the returned driver confirmed the tip had broken off from the device. However, no device malfunction was reported. It is not known when or how the breakage occurred. As such, the root cause cannot be determined. If the device was broken during use it may have resulted from material fatigue due to wear over the life of the instrument and/or from the application of atypical force upon the instrument during usage.

Event description:
International affiliate reports the tip of the driver was found to be broken off of the device. The breakage was noted at the start of surgery. A second driver was on hand (2-per set) and the procedure was completed without delay. Follow up with the initial reporter confirmed that it is not known how or when the device breakage occurred. No malfunction of the device was reported. As the potential exists for a breakage of this nature to go undetected at point of use, this type of event could result in leaving an unintended portion of the device in an implanted screw. A medwatch report is being filed to document this event.